Event description:
A hospital in (B)(6) reported that a leak was noticed between the base and the dome of three mr290v humidification chambers. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: two complaint mr290 autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4). Device 1 was from lot 130219 (manufactured 19 feb 2013) and device 2 was from lot 130517 (manufactured 17 may 2013). The returned chambers were visually inspected. Results: device 1: the visual inspection revealed three small vertical cracks on the dome. One crack was located beside the hinge bracket and the other two underneath the baffle. Device 2: visual inspection revealed a horizontal crack running along the base of the dome, stretching between the two chamber ports on the hinge bracket side. There also a dent in the aluminium chamber base. In addition the water bag spike was broken in two. A lot check revealed no other complaints for either lot number. Conclusion: we were unable to determine what had caused the cracking in device 1. The dented base and broken spike in device 2 suggest that transport or handling damage is the most likely reason for the observed cracking. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The user instructions which accompany the mr290 chamber state the following: - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - maximum operating pressure: 8 kpa. Our monitoring and trending of complaints involving cracked mr290 chamber domes has a rate of occurrence of 24 devices per million sold worldwide in the last year to the end of april 2014.